Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and has been treated with an insulin drip. The customer's blood glucose reading was 11.8mmol/l. It was stated that the customer was getting no delivery alarms for the past week and ended up in the hospital. Troubleshooting was performed. Ran a manual prime and the insulin exited. It was stated that the customer does not let the insulin go to room temperature before filling the reservoir. It was stated while performing the high pressure test the customer noticed that his fixed prime was set to 0.0 units. It was stated that the first time the high pressure test failed, but the second time the test passed. It was stated that the customer did not feel comfortable and was requested a replacement of the insulin pump. No further information was provided.